Manufacturer narrative:
The monitoring kit associated with the complaint was returned for investigation. During investigation at the supplier, a leak test was performed and no leaks were detected. A cosmetic issue was identified, that does not affect the function of the sensor. This issue is regarded as single issue. The error will be monitored for trends. No similar complaint within the last 12 months was detected. Please note, maquet medical systems USA (importer) is submitting the report on behalf of pulsion medical systems se (B)(4).

Event description:
Manufacturer reference # : (B)(4).

Manufacturer narrative:
The involved monitoring kit was returned for investigation and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that a crack in the pressure transducer was found prior to use by a nurse. There was no patient involvement reported. (B)(4).